Event description:
It was reported a balloon ruptured at 8 atmospheres following the seventh inflation, during an iliac angioplasty procedure of a highly calcified lesion. Difficulty removing the balloon catheter through the introducer sheath resulted in successful surgical removal of the balloon catheter. The pt's condition is stable. The device is not available for eval. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. The co's f/u indicated this lesion was highly calcified which the co believes may have contributed to this event. However, without evaluating the device, the co is unable to determine the exact cause for this event. The co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."